Event description:
Per the clinic, the patient developed an infection at the abutment site. On (B)(6) 2014 the patient was administered general anesthesia to facilitate with skin excision and removal of the abutment. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the patient underwent general anesthesia and surgery on (B)(6) 2014 to replace the baha connect abutment with a baha attract abutment. The implanted device remains. This report is filed (B)(6) 2014. Implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.